Manufacturer narrative:
(B)(6). This report is for one (1) unknown proximal femur hook plate. The complainant part was not explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went in for a revision surgery on (B)(6) 2015 for a septic right hip. There was explant surgery on (B)(6) 2015 since the competitor¿s bipolar prosthesis had failed and was removed along with all of the synthes parts. The patient was revised with a new bipolar prosthesis (competitor¿s) and new synthes hardware consisting of the following: one (1) unknown plate and one (1) unknown 4.5mm threaded cerclage positioning pin. At the end of the case, the unknown 4.5mm cerclage positioning pin fell off the plate. The surgeon attempted retrieval, but was unable to retrieve the pin which was left in the patient. There was a surgical time delay of twenty (20) minutes reported. The patient status/outcome is good. This complaint involves two devices. This report is for one (1) unknown proximal femur hook plate. This report is 1 of 2 for com-(B)(4).